Event description:
Co's blood monitoring kit was used. The blood leakage occurred at the luer lock connector. Blood leaked onto the bed and floor. No pressure curve. Pt is ok.

Manufacturer narrative:
Ohmeda has attempted and been unsuccessful in retrieving the actual complaint unit. Add'l info has been obtained on the set-up and solutions used. The info has confirmed that the usage of the devices did follow the device labeling. The directions for use indicate "open package but maintain sterility of monitoring kit. Verify that all connections are secured and all stopcock handles are pointed in the desired directions." As the complaint investigation could not confirm the complaint, no corrective actions are indicated. No further info will be provided.